Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted. There were no issues with the patient as a result of the removal of the system.